Event description:
Caller reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011; inratio: 3.8, 3.4. Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; lab: 4.2. Date: (B)(6) 2011; inratio: 3.5. Pt's therapeutic range: 2.0-3.0 inr. Pt is generally between 2.0-2.5 inr. On (B)(6) 2011, pt reduced his warfarin and took a vitamin containing vitamin k.

Manufacturer narrative:
Investigation pending.